Manufacturer narrative:
Investigation (including evaluation summary of device(s) returned to manufacturer): review of surgical technique: the staples involved in this event were originally implanted on (B)(6) 2019. Review of the complaints log did not identify any reports claiming any issue during this procedure. DHR review: while the specific lot number of the involved implants could not be identified, the following lot numbers were identified and reviewed as possibilities based on the sales representative: lot #13935-02 [manufactured 08/23/2018, UDI (B)(4)] which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Lot #14136-01 [manufactured 12/07/2018, UDI (B)(4)] which had no associated rwks or deviations. Lot #14136-01 had one (1) associated ncr; ncr 19-251 - inspection frequency procedural nonconformance with no impact to product. Lot #14136-03 [manufactured 12/07/2018, UDI (B)(4)] which had no associated rwks or deviations. Lot #14136-03 had one (1) associated ncr; ncr 18-533 - re-inspection found parts to be conforming with no impact to product. Lot #14136-05 [manufactured 12/10/2018, UDI (B)(4)] which had no associated ncrs, rwks, or deviations. Lot #152070 [manufactured 04/05/2018, UDI (B)(4)] which had no associated rwks or deviations. Lot #152070 had one (1) associated ncr; ncr 18-157 - 460 staples were identified as nonconforming. Of those, 330 were dispositioned "use as is" based on the mechanical properties not being affected by staple leg length. The 130 scrapped pieces failed for feature 5, which could affect staple retention. Based on this review and the patient's confirmation of noncompliance, the root cause of this complaint event shall not be attributed to any manufacturing event. Visual / dimensional inspection: visual inspection confirmed the event. Both returned staples were measured using digital caliper, 4", gage# g0125 (calibration due 01/06/2021) for features 1 and 2, which correspond to the 2 thickness dimensions of the staple. The results were as follows: intact staple, feature 1 range: .050 ±.003, feature 1 result: .0490, feature 2 range: .062 ±.003, feature 2 result: .0610. Broken staple: feature 1 range: .050 ±.003, feature 1 result: .0490, feature 2 range: .062 ±.003, feature 2 result: .0615. Based on these results, the root cause of this complaint event shall not be attributed to insufficient implant thickness resulting in compromised mechanical integrity. Simulated use testing: simulated use testing could not be performed since the part was broken during the patient's noncompliant event. No testing was performed on the intact staple since there was no alleged deficiency and is not considered a contributing factor to the event. Evaluation of similar complaints: review of the complaints log from december 2018 to december 2019 identified one (1) report involving 500-10-101 staples (ccr (B)(4)). Ccr (B)(4) did not identify a mechanical failure of the staple and shall not be considered related to the complaint currently being investigated. Summary / root cause analysis: based on the potential contributing factors investigated above, the root cause of this event has been determined to be patient noncompliance. The returned parts shall be retained with the complaint file and the field shall be monitored for similar events.

Event description:
A surgeon performed a hallux interphalangeal joint arthrodesis on a (B)(6)-year-old female patient on (B)(6) 2019. The patient confirmed noncompliance and came in with report of pain on either (B)(6) 2019. X-rays were utilized to determine that one (1) of the two (2) 10mm x 10mm x 10mm staples (part number 500-10-101) used to repair the site had broken. A removal/revision surgery was scheduled for (B)(6) 2019. Dr. (B)(6) removed two (2) 10mm x 10mm x 10mm staples (part number 500-10-101) on (B)(6) 2019 and plated the site with an arsenal 4 hole mini vlc plate (part number 300-81-004). Both of the 10mm x 10mm x 10mm staples (part number 500-10-101) that were removed from the patient were returned to corporate for review.